Event description:
The patient tested blood glucose on suspect device in morning and was 200 mg/dl. She took normal insulin and shortly thereafter, she became ill and was taken to the hospital. She was given an intravenous and admitted for a few days. The patients doctor states she had an insulin reaction. She does not recall blood glucose value at the hospital. The doctor decreased her insulin daily dosages.